Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lsf) germany, alleging that his onetouch verio2 meter displayed inaccurately high results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started to read inaccurately at 12 noon on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of 172 mg/dl. The patient manages his diabetes with insulin (self-adjuster). He reported that at lunchtime on (B)(6) 2016, he administered insulin and later went bike riding&#56224; he reported that 3 hours 59 minutes after the alleged issue occurred, he developed symptoms of tremble, sweating and shaking which he associated with hypoglycemia. He reported that he tested his blood sugar level with the subject meter and obtained a result of 59 mg/dl. He indicated that he self-treated his symptoms with 2x dextro and a cereal bar&#55297;nd felt better after 2-3 minutes. The patient denied using any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient's test strips had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered medication based on the result, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.